Event description:
The physician claims that the graft was used as a temporary implant for a thoracic aortic replacement procedure in a patient with a thoracic aortic aneurysm. The temporary graft was used to send blood from the heart-lung machine to the subclavian artery (out-of-indication use). When the blood was allowed to flow, the graft leaked from the anastomotic region and also from about 2/3rds of the total product. The procedure was completed successfully with a 4-branch graft and the temporary graft was removed when the procedure was completed. There were no complications reported for the patient. The patient's condition was reported as good. On 16-nov-2006 we learned that additional information related to the blood loss through the graft is unknown and appears, at this time, to be unattainable.

Manufacturer narrative:
Since nothing is being returned for our investigation, the complaint cannot be confirmed or denied and therefore the excact cause of the physician's experience with the device cannot be determined. Note: attaching this device directly to a heart-lung machine is out-of-indication use and therefore contrary to the recommended usage in the instructions for use packaged with this device. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.